Event description:
The patient's body was rejecting her device. Cultures were done which did not indicate an infection. She has a painful "cherry bubble" at the lead location. The ins was protruding 1-1.5 inches out of her body and was sensitive. This has been ongoing since implant. She was scheduled to have her device system explanted on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type recharger product ID 37746, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).